Event description:
It was reported that the patient experienced no external power and low voltage alarms caused by accidentally unplugging their mpu instead of their hair dryer while they were drying their hair as well as loadshedding, or unpredictable power outages across south africa. Log file analysis captured power cable disconnect, low power hazard and no external power on (B)(6) 2022 caused by power to the mpu being briefly interrupted. Additional information revealed the power cable disconnect alarms were caused by the patient taking too long to switch between their power sources. The mpu was operating as intended during these events, and was noted to not have a v-lock connector.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and low voltage alarms was confirmed via the submitted log files. The controller event log file contained approximately 11 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The log file captured low voltage hazard, power cable disconnect, and no external power alarms due to temporary losses of ac power while connected to the mpu on (B)(6) 2022 from 21:30:48 to 21:30:52 and on (B)(6) 2022 from 6:09:23 to 6:09:52. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. The alarms resolved when power from the mpu was restored. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. The controller periodic log file contained approximately 85 days of data ((B)(6) 2022 - (B)(6) 2022 per the timestamp). The log file captured an increase in the backup battery use count from 9 to 33 between (B)(6) 2022 and (B)(6) 2022. The increase in the backup battery use count indicates that twenty-four losses of external power occurred, resulting in the backup battery activating to supply power to the system. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact times that the alarm activated and resolved cannot be determined as the events were not captured. Furthermore, the cause of the losses of external power could not be determined from the log file. No other notable events were captured in the log file. The pump maintained a speed above the low speed limit throughout the log file. The mpu was not returned for evaluation. Per the provided information, the root cause of the losses of external power on (B)(6) 2022 and (B)(6) "2022" were the patient accidentally unplugging the ac power cord from the wall outlet and a loss of power to the home due to load shedding. Additional information provided stated that load shedding is unpredictable in some areas, resulting in unforeseeable power outages; it was reported that the patient switches to batteries when this occurs. Based on the provided information, the additional losses of external power captured throughout the periodic log file may be associated with load shedding; however, the root cause could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. (B)(4) was shipped to the customer on 18feb2022. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) and heartmate 3 IFU) (rev. G) under section 3 ¿powering the system¿ subsection ¿using the mobile power unit¿ explains how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.